Event description:
It was reported that the procedure was to treat a subclavian artery. A hi-torque balance middleweight hydro guide wire was used for the procedure and during removal, the distal part of the guide wire fractured and a part remained intravascularly. A lasso was used to successfully retrieve the separated device portions. Nothing remained in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation (core); however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a guide wire material separation within the anatomy. Factors that may contribute to a material separation (core) include, but are not limited to, fracture failure, interaction with accessory devices, torsional wire strength, solder joint failure, and/or interaction with challenging anatomy. In this case it is possible that the guide wire interacted with the patient¿s anatomy and/or an accessory device during use, contributing to the deformation due to compressive stress (kinked core) that was noted during return analysis. Manipulation of the device during removal, in conjunction with, the noted kinked core possibly resulted in the reported material separation (core); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.